Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the drawer was jammed. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-nov-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined the main drawer 2.1 failed to close and the railing was broken. A field service engineer (fse) found that the rails of half-height drawer 2.1 were damaged, preventing it from closing. The fse used a replacement drawer from a station that was not in use by the customer to resolve the issue. A new drawer has been ordered and the customer stated that it can be replaced the next time service was needed onsite. The system functioned as intended after the field service engineer repaired the device.